Event description:
Patient reported having concern with her infusion device. Patient alleges the infusion device does not deliver the correct amount of insulin. Patient reported experiencing elevated blood glucose levels. Patient stated the device seemed to work properly but her blood glucose level was 300 mg/dl yesterday. Patient's normal blood glucose level is 180 mg/dl. Patient reported she changed the infusion set, the insulin cartridge, and the battery; issue persists. Patient stated her blood glucose level today is again 300 mg/dl. Patient is pregnant. No further information available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.